Event description:
Initial total psa result of <0.002 ng/ml. Same sample repeated the next day gave result of 1.63 ng/ml. Same sample sent to a reference lab for testing, result was 1.5 ng/ml. The initial result was reported. Pt not adversely affected. The field svc rep was unable to determine cause.